Manufacturer narrative:
This report is being filed to indicate that in h6, code 3191 is used to capture surgical intervention.

Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pacing impedance measurements. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the lead was surgically abandoned at device changeout due to noise, oversensing, pacing inhibition, and pacing impedance less than 200 ohms. High pacing thresholds and loss of capture with no asystole was noted. The physician said that the lead issues had been ongoing for over a year but they could not determine what was causing the clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pacing impedance measurements. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the lead was surgically abandoned at device changeout due to noise, oversensing, pacing inhibition, and pacing impedance less than 200 ohms. High pacing thresholds and loss of capture with no asystole was noted. The physician said that the lead issues had been ongoing for over a year but they could not determine what was causing the clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pacing impedance measurements. No adverse patient effects were reported. This lead remains in service.